Manufacturer narrative:
Please find attached a spreadsheet listing the serial numbers, component codes, investigation codes, and conclusion codes of the devices summarised in this summary report.

Event description:
User reported issues related to the heater cooler unit not waming or cooling sufficiently. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.

Manufacturer narrative:
When device was returned the fault was able to be reproduced. Preventative maintenance was performed and software updated to the lastest version. Standpipes for priming and depriming have been serviced. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 1 out of 15.

Event description:
The heater cooler indicated 100% charge at start of case but the unit was unable to cool cardioplegia side down to target temperature.